Event description:
A report was received that the patient underwent an explant procedure due to infection at the pocket and lead site. The symptom includes drainage at the lead site. The patient was given antibiotics. The physician believed that the infection was procedure related. The patient was doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). Model #: sc-2218-50, serial #: (B)(4), description: linear lead, 50cm. Model #: sc-2158-50e, serial #: (B)(4), description: linear trial lead, 50 cm. Model #: sc-4316, lot #: 15564055, description: clik anchor. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.